Event description:
The customer reported motor errors from the insulin pump. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.